Event description:
The customer called gambro's answering service reporting that, the machine generated incorrect weight change alarms. The scales were calibrated and no further action was required. They had to change to sets and the pt lost 100cc of blood each time. No pt injury or medical intervention required.